Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the versajet ii console was broken, also console cannot be turned on due to fuse is blown. As this happened in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device failure to power up will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical /treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.